Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently did not resume insulin after the load process. The customer stated the pump did not annunciate a fill tubing alert or resume pump alarm notifying the customer. The customer reported had resumed insulin an hour later when blood glucose were elevating. The customer declined to troubleshoot the cause of the occurrence. The customer's blood glucose level was 160 mg/dl at the time of the reported event.